Event description:
Account alleged, the caster will not go into brake.

Manufacturer narrative:
Account adjusted the brake caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.